Manufacturer narrative:
(B)(4) (lens would not center in eye). Results: visual inspection of the returned product showed the lens returned in liquid and torn into four pieces. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated after the cataract was extracted zonular dehiscence was noted and when the surgeon inserted the (B)(4) collamer plate lens, he could not get it centered in the eye. The lens was removed and a vitrectomy was performed. Another lens was implanted in the sulcus. This facility does not use staar's phaco equipment.